Event description:
It was reported the insulin pump was alarming force sensor calibration values corrupted and vibrating and would reset the settings. Customer's blood glucose was 8.3mmol/l. Alarm did not occur during the rewind or prime sequence. Customer was advised to disconnect and remove reservoir from the device. Customer was unable to clear the alarm. Troubleshooting was not finished due to alarm. No further information reported.

Manufacturer narrative:
The motor was tested outside of the device and passed. The insulin pump alarmed after boot up due to a software error. The functional testing could not be completed due to this anomaly. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.